Event description:
It was reported that during insertion of a 7 cfx screw the tip of viper universal poly driver broke off during the attempt to tighten the screw. Surgeon made a second attempt to insert the screw even deeper with second viper universal poly driver, using the univ-chuck w/t-handle for reinforcement and better transmission of force. During this attempt the tip of the second viper universal poly driver also broke off. During this the connection between the univ-chuck w/t-handle and the viper universal poly driver became jammed, that they can no longer be separated from each other.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4. Lot. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the viper universal poly driver was returned and received at us cq. Upon visual inspection, it is observed that the viper poly driver has seized with the chuck. The tip of the driver was observed to have broken off the shaft. The broken piece was not returned. No other issues were found with the device. Functional test: a functional test could not be performed as the device was returned in seized condition and could not be disassembled. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the device being jammed/seized and due to post manufacturing damage. Document/specification review: the following drawing(s) was reviewed. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the viper universal poly driver. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that the lot number was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screwdrivers are stripped while cleaning. There was no surgery and patient were impacted. This complaint involves two (2) devices. This report is for one (1)viper universal poly driver. This is report 1 of 2 for complaint (B)(4). Related product complaint: (B)(4).